Manufacturer narrative:
Additional information: the patient recovered. The investigator assessed the event as not related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the circumflex. Approximately 16 months post index procedure, patient suffered from myocardial infarction secondary to anemia (unknown vessel). Patient also had sepsis. Investigator assessed that the event was not related to antiplatelets medication. Safety assessed that the event was possibly related to index device, but not related to antiplatelets medication. Patient has not recovered.